Event description:
This 29 yr old female had a left myringotomy tube inserted. When she presented for the surgery she had soft contact lenses in her eyes; a nurse gave the pt eyestream to soak the lenses during surgery; after surgery teh pt put the lenses back in her eyes and her eyes became read and teary; the nurse thought teh pt ahd an allergic reaction; when the pt went home she cintinued to have problems and went to an optometrist who called this writer; he suggested that solution should not have been used to soak the lenses. Pt sustained a chemical burn requiring follow up care. The bottle does not state that this solution is not to be used as a soak for soft lenses. The box however does state the following "not to be used as a saline solution for rinsing and soaking soft contact lenses". The optometrist does not believe the pt will have permanent damage.